Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received no delivery alarms. Customer's blood glucose was 500 mg/dl. No delivery was resolved but only .25 units of insulin was delivered. Customer received another no delivery alarm and it was cleared with complete set change. Customer's blood glucose was 426 mg/dl. Customer was treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Customer troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined checking for site or insulin issues and if settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.